Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio and soft mesh on (B)(6) 2011 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with multiple incarcerated ventral incisional hernias thereby underwent open repair with implant of ventrio mesh (device #1). Per op notes, ¿the entire skin scar was excised. Multiple ventral hernia defects were identified with incarcerated omentum. Extensive lysis of adhesions was performed to remove omentum. The hernia sac was excised. A ventrio mesh (device #1) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated incisional hernia with abdominal pain thereby underwent open repair with excision of ventrio mesh (device #1) and implant of bard soft mesh (device #2). Per op notes, ¿the prior mesh (device #1) was identified with large seroma cavity. The mesh was excised with seroma cavity. A large hernia sac was identified with an incarcerated colon. After extensive lysis of adhesions, the hernia sac was released. The small intestine was densely adherent to abdominal wall was taken down. An enterotomy was performed. A bard soft mesh (device #2) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio and soft mesh on (B)(6) 2011 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.